Event description:
It was reported that the device exhibited a decrease in longevity and premature battery depletion was suspected. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received from the field with the battery voltage above elective replacement level. The device image indicated auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Visual inspection of the header found no anomaly related to the field concern. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation under various pulse amplitudes measured normal current levels and no indication of premature depletion was noted. A battery assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.